Event description:
A bolt of offset adaptor was too tight to loosen by hand. Doctor used wrench to loosen the bolt. However, the doctor still felt difficulty to loosen the bolt.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A bolt of offset adaptor was too tight to loosen by hand. Doctor used wrench to loosen the bolt. However, the doctor still felt difficulty to loosen the bolt.